Manufacturer narrative:
Product event summary: analysis was unable to confirm the reported event. The device was able to interrogate an implantable cardiac device and telemetry remained constant even as the cable was moved back and forth from end of the cable to the other. It was noted that the cable was frayed and very twisted, the rubber portion of the head label was gone and the lens was cracked.

Event description:
It was reported that the programmer rf (radio-frequency) head would not communicate with devices, and the wire was frayed. The rf head was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).